Event description:
It was reported by an acumed sales representative that a 2.7 non-locking screw broke off halfway as is was being implanted to the slot of the narrow wrist spanning plate. Left the broken screw in and continued with the case. Screw was unable to be explanted and no additional screw was added.

Manufacturer narrative:
One 30-0345 2.7 mm x 12 mm non-locking hexalobe screw was returned and examined under magnification. The provided physical batch number identified on the part was confirmed. The screw was fractured after the fifth thread turn from the screw head. The fracture region is perpendicular to the screw's long axis, with a spiral fracture pattern protruding from the center of the screw. This spiral fracture pattern follows the thread pattern. The fracture surface presents with major light reflection. The fracture shows a pattern of circular lines along its surface, consistent with torsional failure. Measurements of the screw was taken via caliper gage. No definitive conclusion can be made.